Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The probe was received for testing on this investigation. A visual assessment of the returned sample revealed nitinol was missing. A fit check was performed with a trocar and was found to have resistance. A visual assessment under a microscope was performed and revealed a foreign material present on the cannula. The outer diameter at three points along the cannula (cannula nitinol junction, area of resistance, and handpiece end) was measured using a calibrated micrometer. The length of the tip was also measured. Based on the results of this investigation, the reported event was confirmed. However, it remains inconclusive how or when the foreign material was deposited on the cannula. The root cause of the reported event is attributed to a foreign material present on the cannula. Based on the results of this investigation, the reported event was confirmed. However, it remains inconclusive how or when the foreign material was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during vitrectomy surgery, laser probe can not enter in to entry system. Procedure was completed. No patient details provided.